Event description:
It was reported that during the implant procedure, the physician attempted two separate right atrial leads and was unable to fixate either lead. The leads kept 'dropping down' after the helix was extended. The physician felt that the helix design does not extend as deeply as other leads. Both leads were removed and replaced with one atrial lead during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4) the full leads were returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism of both leads.